Manufacturer narrative:
(B)(4) 2017 - we were notified that this lead was explanted on (B)(6) 2017 due to rising thresholds and dropping impedance. Patient has intermittent chb. (B)(4 2017 we were notified there was loss of capture and oversensing on this lead. Additional device. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 27 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured and the inner coil was severely deformed. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Noise was reported on this ra lead. Noise was also seen in (B)(6) 2015, but could not be recreated in office. Device remains implanted. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was explanted on (B)(6) 2017 due to rising thresholds and dropping impedance. Patient has intermittent chb. (B)(4).

Manufacturer narrative:
(B)(6) 2017- ra lead failure due to possible insulation break. Oversensing on atrial lead. Device will be explanted soon. Device remains implanted as of today.